Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the event log files contained data spanning approximately 12 days (14feb2024 ¿ 19feb2024, 24feb2024 ¿ 29feb2024 per timestamp). At the beginning of the log files, 14feb2024 at 2:11:37, while connected to the mobile power unit (mpu), power cable disconnect and low power hazard alarms were active due to a loss of alternating current (ac) power. The onset of the loss of power was overwritten in the log file. The alarms transitioned into no external power at 2:11:41. The alarms resolved after the system was connected to battery power at 2:12:06. Pump operation was not affected. The heartmate mobile power unit (s/n: (B)(6) was not returned for analysis. Per the provided information, the v-lock connector is in use. It is unknown if the ac power cord came loose and there could have potentially been a loss of power to the home. The mpu was not exchanged and remains in use. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ and heartmate 3 instructions for use (IFU) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that review of the log file found a no external power event on 14feb2024 from 2:11:37 - 2:12:06, while connected to the mobile power unit (mpu). Power cable disconnect and low power hazard alarms were active due to a loss of ac power. The onset of the loss of power was overwritten in the log file. The alarms transitioned into no external power at 2:11:41. The alarms resolved after the system was connected to battery power at 2:12:06. There was potential the loss of power was related to a power outage.